Event description:
On (B)(6) 2010, a respiratory therapist reports an internal leak for inomax ds (B)(4). The respiratory therapist states there was no impact to patient and no adverse event occurred. The device was replaced with another unit.

Manufacturer narrative:
A respiratory therapist reports an internal leak for inomax ds (B)(4). The investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.